Event description:
It was reported that the device reached eri to eol prematurely within 3 months. The patient had not received any therapies. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
The rapid eri to eol post-explant battery depletion appears consistent due to higher than normal a and lv output settings and the uncontrolled post-explant environment. Based on device settings and usage data, a longevity calculation was performed and found to be within expected limits. Device function was tested on the bench and found to be normal.